Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in-clinic for follow-up. The device exhibited post sensed t-wave oversensing due to low r-wave sensing. The patient received inappropriate antitachycardia pacing and hv shock. Programming changes were made. Patient's condition is good.